Event description:
It is reported that the device was implanted in 2001 and revised in 2009 due to loosening.

Manufacturer narrative:
Evaluation summary: the device was revised due to loosening and was in vivo for approximately 8 years. No product was returned for evaluation. Also, no x-rays were returned for review. Evaluation codes: no product was returned. The device involved in the alleged event is from a production lot that was subject to a recall by the former sulzer orthopaedics initiated in december 2000 due to manufacturing issue. The recall is complete and no further manufacture or marketing of the inter-op hemispherical acetabular system occurs.